Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, the device was in vvi mode and could not be programmed.